Manufacturer narrative:
H.6. Investigation summary:a pictures was received to verify the lot number of the product. The lot number and the expiry date are entered manually into the labelling system for the human readable data. The expiry date is again entered manually for the 2d barcode information. Therefore, the expiry date was entered incorrectly following an intervention on the labelling machine on the line. As part of the control plan, we perform a 2d barcode check for gradeability and readability of the barrel label. The check is performed every label roll / ribbon change and at the start of the shift. There is no health or safety risk to the patient. The labels do not incorrectly extend the expiration date in any case; and in all cases the human readable portion of the label is correct for the expiry date. On 25 july 2019, changes were completed to the system so that only one manual entry is required for the expiry date. This entry populates the data strings for the human readable and 2d barcode part of the label. Hence, if the human readable data string is correct then the 2d barcode data string will also be correct. The vision system 100% checks the human readable data for every label which is scanned via the production pick list and if the human readable expiry date on the label does not match the vision data string the syringe will be rejected. A corrective action project (CAPA 1088707) has been initiated to investigate the issue. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe was being scanned and producing an incorrect expiration date. This was discovered before use. The following information was provided by the initial reporter: material no.: 306546 batch no.: 9087501 it was reported the barcode was not scanning correctly and producing an incorrect expiration date upon scan. Pharmacist called to report that when they scan the barcode of their boxes of cat # 306546 lot # 9087501 it shows up on their system an expiration date of year 1931 as opposed to correct one listed on box. Their it department said that they think the barcode was not formatted correctly. Affecting entire batch, ongoing issue, no specific date.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe was being scanned and producing an incorrect expiration date. This was discovered before use. The following information was provided by the initial reporter: material no.: 306546, batch no.: 9087501. It was reported the barcode was not scanning correctly and producing an incorrect expiration date upon scan. Pharmacist called to report that when they scan the barcode of their boxes of cat # 306546, lot # 9087501 it shows up on their system an expiration date of year 1931 as opposed to correct one listed on box. Their it department said that they think the barcode was not formatted correctly. Affecting entire batch, ongoing issue, no specific date.